Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, it was noted that the impedance measurements on the device and competitor right ventricular (rv) lead had increased steadily from 700 ohms to greater than 2,000 ohms. The physician performed high rate pacing for five minutes and there was no change in impedance measurements. All other measurements were appropriate. As a result, no changes were made to the system. The patient will continue to be followed appropriately. No adverse patient effects were reported.